Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging an issue with coding her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 1045am. The cca was advised the patient manages her diabetes with metformin pills (500 mg) and insulin (40 units 2x a day/ type not specified). It is not known what action the patient took at the time of the alleged issue. About 45 minutes after the start of the alleged issue, the patient claimed she felt low blood glucose symptoms of sweating and shaking. The patient drank orange juice and had something to eat as treatment to help herself feel better. At the time of troubleshooting, the cca walked the patient through correctly coding the subject meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.